Manufacturer narrative:
Results: the catrx was fractured approximately 111.0 cm from the hub, right where the guidewire lumen starts approximately 29.0 cm from the distal tip. The catrx was kinked approximately 110.0 cm from the hub. Conclusions: evaluation of the returned catrx revealed a kinked and fractured device. It was reported the fractured portion of the device was found in the valve upon retraction. The sheath used in the procedure is unknown but if the valve was overtightened, it may have contributed to the fracture on the returned device. The location of the fracture further suggests the guidewire lumen may have become stuck on one side of the overtightened valve. The catrx kink may have been a result of attempting to retract the stuck catheter. No other devices associated with this complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system cat rx kit. During the procedure, the physician advanced the indigo system catrx aspiration catheter (catrx) to the target location under aspiration and successfully aspirated the thrombus. Afterwards, the catrx was retracted back into the sheath, however, the physician noticed that the tip of the catrx had broken off within the hub of the sheath. The physician was able to pull the broken tip of the catrx out from the hub of the sheath and the procedure was ended at this point. There was no report of an adverse effect to the patient.